Event description:
At the end of the angioplasty procedure, the 3.0mm diameter x 15mm length nc sprinter balloon dilatation catheter would not deflate. Great difficulty was encountered in withdrawing the device. The guide was pulled into the ascending aorta and, with the application of some force, the balloon, still inflated, was pulled back into the guide; then the guide was withdrawn. The patient did not suffer any harm. The patient is reported to be fine and no other sequelae were reported.